Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified crease fold, missing shell (0-25%), and a break on the posterior. Weight measurement of the device identified device was underweight. Microscopic analysis was performed which identified a striated edge break. Based on the device analysis the final assessment was a striated edge break due to surgical damage consistent in the use of a surgical tool, and missing shell due to inconclusive.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.